Event description:
Caller reported inform glucose results of 452 mg/dl at 1413, 203 mg/dl at 1416, lab result of 137 mg/dl at 1425. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement sent. The meter passed routine controls, was not replaced or returned.

Event description:
Caller reported inform glucose results of 452 mg/dl at 1413, 203 mg/dl mg/dl at 1416, lab result of 137 mg/dl at 1425. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement sent. The meter passed routine controls, was not replaced or returned.